Event description:
Dr reported that he manipulated the tip of the hook and placed it under soft tissue when the tip fractured off the handle during a spine procedure. Dr mentioned that "there was not a lot of force placed on the hook at the time of breakage". "I was using the microscope when the breakage occurred and I picked the broken piece out of the pt spine" "the instrument has been in use for two months, dr does a lot of cases and the hook has been used a lot". According to dr there was no pt injury involved as a result of the broken neck.